Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
During a routine shift check by a clinician, the device desplayed a "pacer fault 117" message. There was no patient involvement in the reported malfunction.